Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke. It was reported that when the catheter was removed from the preface® guiding sheath with multipurpose curve the valve was broken. The valve flew to the unclean area, so the issue was resolved by changing the the preface® guiding sheath with multipurpose curve to another one.the procedure was completed without patient's consequence. The issue of the hemostatic valve separating has been assessed as an MDR reportable malfunction. On 6/4/2019, product was returned. Initial visual analysis found that the sheath was returned with the dilator inserted inside it. The sheath was missing the brim cap and the gasket (hemostasis valve) was no longer attached to the molded hub. And they were not returned with the sheath and dilator.¿ these findings were reviewed and determined to be MDR reportable. Device evaluation details: the device evaluation has been completed. The device was received with the cap detached from the hub. The cap was not returned for analysis. The vessel dilator was already inserted into the cannula. No other damages or anomalies were observed. Hub was inspected with a vision system in order to obtain a magnified image of the area where the cap must be assembled. No damages or anomalies were noticed. The hub dimensions were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the cap detachment from the hub cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling/manipulation of the device however, this cannot be conclusively determined. Correction: additional information was received through DHR review indicating correction is required to the previously reported product manufacture and expiration dates. D4. Expiration date is being corrected from 4/30/2021 to 03/31/2021 h4. Manufactured date is being corrected from 6/25/2018 to 05/03/2018 manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke. It was reported that when the catheter was removed from the preface® guiding sheath with multipurpose curve the valve was broken. The valve flew to the unclean area, so the issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient's consequence. The issue of the hemostatic valve separating has been assessed as an MDR reportable malfunction. On 6/4/2019, product was returned. Initial visual analysis found that the sheath was returned with the dilator inserted inside it. The sheath was missing the brim cap and the gasket (hemostasis valve) was no longer attached to the molded hub. And they were not returned with the sheath and dilator.¿ these findings were reviewed and determined to be MDR reportable.